Event description:
Pt went to emergency room for hypoglycemia on 8/5/98. She had been hospitalized twice before (5/3/98 & 6/4/98). The dr switched her insulin from humalog to velosin br as he feels the insulin may be crystalizing.